Event description:
External pacemaker in ed malfunctioned. Pt's pulse dropped to 20 bpm. Defective pacemaker removed and sent to biomed. Working pacemaker put on pt. No adverse pt outcome. Biomed had difficulty with co's simulator. More extensive tests were required to detect malfunction.